Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient that she underwent revision surgery of her right hip in (B)(6) on (B)(6) 2017. Subsequently she dislocated three times and a spika cast was applied. Stem came out from brace and another revision had to be done.

Manufacturer narrative:
Event: per medical review, devices were confirmed to be non stryker, therefore this report is being cancelled.

Event description:
It was reported by the patient that she underwent revision surgery of her right hip in (B)(6) on (B)(6) 2017. Subsequently she dislocated three times and a spika cast was applied. Stem came out from brace and another revision had to be done. Updated per medical review: ¿on (B)(6) 2017 a revision right total hip arthroplasty (femur only) was performed for an "unstable right tha due to stem subsidence". The operative report notes general anesthesia and use of the previous incision, and during this surgery the smith & nephew revision stem was changed to a larger stem, and uncomplicated surgery was described.¿ updated medical records noted devices were a competitor of smith & nephew stem with 3 stryker cables for the event of subsidence.